Event description:
The surgeon was doing a microdiscectomy with the spotlight port system and utilizing the accompanying instruments. During use of the device, the instrument broke and the surgeon then had to fish it out. Doctor claims this added 45 minutes to his case. As a result of the delay, a medwatch will be filed.

Manufacturer narrative:
The instrument was received with the upper jaw broken off and missing. The condition of the upper jaw is unknown at this time. Condition of the lower jaw showed signs of material displacement on the lower right corner. The likely root cause is wear of the device over time.